Event description:
It was reported that during an unknown procedure, the handpiece gave an error 3. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported .

Manufacturer narrative:
(B)(4). (B)(4). The instrument was received with a loose mount. The hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Possible causes of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.